Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and sometimes needed multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer on how to press the button correctly and verified that the display functioned, although the button remained difficult to use. It was decided to send a replacement pump with updated software to the customer. They understood the instructions, including how to return the problematic pump using a return box and pre-paid label within 10 days.